Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon failed tracer and point merge registrations on the navigation system. The surgeon elected to use the three point tracer registration and experienced a 3mm imprecision. The surgeon elected to continue the procedure with the imprecision. The customer noted that the exams were not to medtronic protocol. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.